Event description:
Report received from the distributor in nov-2004, and from the physician in a week later and 5th day regarding a pt with no medical history of allergies or autoimmune disease, who received injections of hylaform to the nasolabial folds in 2003. The pt experienced a slightly red, indurated, fluctuant, tender lump at the pt's left nasolabial region (onset date not provided). On event day the physician performed incision and drainage (I & d) and treated the pt with intralesional kenalog. A culture & sensitivity was performed with the results of no growth. In may-2003 the pt returned to the office and I & d was again performed, although no material was expressed. On the following day the nodule was less tender, still red, but the pt had some swelling under their eye as well as above the nasolabial area (side not specified). A dose of im rocephin was administered and another I & d was performed (no material was expressed). The next day another I & d was performed, intralesional kenalog was administered, and oral augmentin (no dose provided) was prescribed. In 1 week later the pt experienced a nodule on the right nasolabial fold, and oral prednisone (no dose provided) was prescribed. The physician's diagnosis was sterile abscess. The pt was off prednisone in june 2003. By nov-2003, the events had resolved. The physician added that this pt was treated with restylane in oct 2004 to areas that included the chin and marionette lines and experienced similar symptoms as they had with hylaform treatment (although the intensity was not as severe). The physician diagnosed sterile abscesses. Production and quality control documentation for lot # r0214 were reviewed. The investigation shows that the product met specifications at release and no associated non-conformances were noted.